Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the peel-away dilator severed when it was placed over the spring wire guide (swg). As a result, it was difficult to remove the dilator, so it was cut with a scissors. Additional information received on 01/11/2011 indicated the patient was male and the insertion site was right jugular. There were no patient injuries, complications or death. The introducer was removed and the catheter remains in use. A small delay in therapy occurred. No one at the hospital can explain what was "severed" as originally reported. They confirm that there is nothing left in the patient except the catheter. The surgeon has been unavailable for providing more details. Further information received on 01/11/2011 stated the clinician explained that when they wanted to peel away the sheath, the sheath severed about 2 cm from the top of the access site. She then had to use a little scissors to go between the catheter and the vessel access to retrieve the rest of the device.